Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2017, explanted: product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving baclofen, unknown concentration at unknown dose via intrathecal drug delivery pump for intractable spasticity and familial spastic paraparesis. It was reported that since 2017, patient had 4 different catheter issues- patient stated it moved in her spine- it leaked- etc. Patient stated that she had a catheter revision in (B)(6) 2017. Patient reported the most recent catheter issue started in (B)(6) 2017 (patient stated the first week of (B)(6)). No symptoms were reported. Patient asked if there was "elasticity" to the catheter. Patient clarified if it could expand to allow more drug to flow through. No further complications were reported.